Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at a dose of 120mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported the pump was accidentally filled with 2000mcg/ml baclofen instead of 500mcg/ml baclofen which was the patient's normal concentration. The pump was originally programmed to deliver 500mcg/ml baclofen at a dose of 300mcg/day. When the 2000mcg/ml baclofen was introduced to the pump the pump was delivering a dose of 1200mcg/day. The patient went to the emergency room. The patient experienced overdose-type symptoms including respiratory distress and was hypotonic. A hcp went to the hospital to reprogram and turn the daily dose down to 200mcg/day and change concentration in programmer to reflect 2000 mcg/ml concentration that was in the pump. It was reported that the issue was not resolved at the time of the report. The patient's dose before the refill was 250mcg/day but was increased to 300mcg/day the day of the refill. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.